Manufacturer narrative:
No product will be returned per customer. The customers complaint of a leak at connection was confirmed. A photo provided by the customer observed fluid leaking from a non-bd set male luer to the needless connector of the texium female luer. The root cause of this failure was not identified as no product was returned.

Event description:
It was reported that the luer adaptor leaked 5fu- fluorouracil at the connection to the bottle. The facility was a trial site for the green luer lock adapters on baby bottles. The user noticed liquid in the bottom of the bag, and it was noted that the bag was on the nursing unit bottle for more than an hour waiting for the patient¿s other infusion to complete. On further investigation, it was seen that there is a leak over time at the spot where the green luer adaptor fits into the end of the baby bottle tubing. Although requested, there is no further patient information available.

Event description:
It was reported that the luer adaptor leaked 5fu- fluorouracil at connection to the bottle. The facility was a trial site for the green luer lock adapters on baby bottles. The user noticed liquid in the bottom of the bag, it was noted that the bag was on the nursing unit bottle for more than an hour waiting for the patient¿s other infusion to complete. On further investigation it was seen that there is a leak over time at the spot where the green luer adaptor fits into the end of the baby bottle tubing.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Concomitant medical products: bottle, baby.

Event description:
It was reported that the luer adaptor leaked 5fu- fluorouracil at connection to the bottle. The facility was a trial site for the green luer lock adapters on baby bottles. The user noticed liquid in the bottom of the bag, it was noted that the bag was on the nursing unit for more than an hour waiting for the patient¿s other infusion to complete. On further investigation it was seen that there is a leak over time at the spot where the green luer adaptor fits into the end of the baby bottle tubing.